Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer is having issues with insulin pump. The customer reported the pump keeps powering off with no low battery or any other battery warning. The customer's blood glucose was unknown. The customer agreed to return pump for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted during our testing. However, unable to verify root cause of power loss alarm, low battery alarm due to over written detail files. The insulin pump was received with scratched case.